Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer noticed ferritin recovery increased throughout the day and she repeated samples that had been run earlier in the day. Customer found erroneously high ferritin results for 13 patients. She provided results for seven of those patients, all testing performed on same analyzer: patient 1, initial result 314, repeat 198 ng/ml. Patient 2, initial result 3399, repeat 1534 ng/ml. Patient 3, initial result 373, repeat 186 ng/ml. Patient 4, initial result 418, repeat 221 ng/ml. Patient 5, initial result 114, repeat 73 ng/ml. Patient 6, initial result 175, repeat 110 ng/ml. Patient 7, initial result 626, repeat 363 ng/ml. The initial ferritin results were reported. The patients were not affected. Ferritin reagent lot was 61954801. The field service representative found the cause was a defective gear pump and a bent stirrer paddle. He replaced the gear pump (and gauge) and adjusted the stirrer so it was straight. Customer ran calibration and qc which were acceptable.